Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had tortuous femoral arteries. The valve was implanted. Post-procedure a dissection was noted in the femoral arteries. The femoral artery was surgically repaired. The user believed the non-abbott introducer sheath caused the dissection.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had tortuous femoral arteries. The valve was implanted. Post-procedure a dissection was noted in the femoral arteries. The femoral artery was surgically repaired. The user believed the non-abbott introducer sheath caused the dissection.

Manufacturer narrative:
An event of positioning problem was reported. Field indicated that the patient had tortuous femoral arteries. Based on the information received, the reported positioning problem appears to be related to the non-abbott introducer sheath which caused the dissection. A surgical intervention was required to repair the femoral after the tavi implant. Based on the information received, the cause of the reported event appears to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.